Manufacturer narrative:
Investigation completed on (B)(6) 2018. Device history record for lot number 084 was manufactured on (B)(6) 2008. There were no nonconformance found. Prior service history on (B)(6) 2015. The device was returned to the manufacturer for evaluation. The complaint issue is confirmed. The unit was received with the hex bushing worn. The lock still moves after unit is lock down and needs to be replaced. General maintenance and cleaning required.

Event description:
A regulatory affairs associate reported to integra that an a2000 (mayfield 2000 skull clamp) was pinned to the patient's head in an unspecified procedure. However, it did not lock properly and it wiggled. There was no patient injury reported. Additional information indicated that there was a 15-minute surgery delay in attempt to fix the issue. They continued with the procedure and replaced the mayfield skull clamp. In addition, no patient complication was noted.